Manufacturer narrative:
The pump was not received in manufacture mode. The pump power up properly after battery installation. The pump was received with operating currents within spec. The pump passed selftest and displacement test. The power management tool confirmed low battery alarms and an abnormal loaded voltage (vlith) at the power management graph due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector the pump functioned properly. The insuilin pump was received with minor scratches on case, cracked select button keypad overlay, faded serial number label, corroded battery tube and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for replace battery now without any previous low alarms. The customer's blood glucose was 13.9 mmol/l. The product was returned for analysis.